Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the available information, a cause of the reported thrombosis could not be determined. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and required medication were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus noted after the steerable guide catheter which was treated with aspiration and medication. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully, reducing mr to 2. After the steerable guide catheter (sgc) was removed, a clot was noted at the septum. Aspiration was performed multiple times, but the clot could not be aspirated as the clot was stuck on the septum. The physician decided to stop aspiration and not continue as more harm would be done in attempting to remove the clot. The clot remained stuck on the septum. The patient was given anticoagulant. The patient was not symptomatic and was stable. The patient will continue to be monitored. No additional information was provided.